Event description:
The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient had presented for a right ventricular lead replacement on (B)(6) 2016. One day post procedure loss of capture was noted on the left ventricular lead. All other measurements were unchanged. The lead was explanted and replaced on (B)(6) 2016